Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files. The reported event of the patient¿s batteries fully depleting was not confirmed via the submitted log files. On 28sep2025, the controller periodic log file captured a backup battery fault alarm due to the backup battery not passing the load test. Due to the exact onset of the alarm not being captured, the cause of the backup battery not passing the load test is unknown. The backup battery fault alarm resolved on 09oct2025. The pump operated as intended and there were no additional notable events captured. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The system controller, serial number (B)(6), was not returned for analysis. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Users are instructed to reconnect their power cables to either wall power or fully charged batteries to resolve the alarms. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no patient impact due to the event.

Manufacturer narrative:
This event does not meet the reporting criteria per 21 cfr 803. Information does not reasonably suggest that the device caused or contributed to a death or serious injury, or that a malfunction occurred and would be likely to cause or contribute to a death or serious injury if it were to recur. The backup battery fault alarms resolved by reseating the backup battery and performing a self-test. The device alarmed appropriately to alert the user to a potential issue. The lvas will continue to run with a system controller backup battery fault alarm without interruption in support. The backup battery can be replaced without interrupting lvas support. Additionally, the customer decided to exchange the controller after the pump stopped due to battery depletion. There was no patient impact due to the controller exchange. The reported alarms were due to use(r) error and the device alarmed appropriately to alert the user to a power issue. The system controller backup battery engaged as designed and continued to provide power to the lvas, until it also fully depleted. This event does not require a controller exchange, and the controller was exchanged unnecessarily by the healthcare professional. There was no adverse patient impact. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient has experienced a battery change. Log files were reviewed by tech services. Log file review appeared to capture backup battery faults on (B)(6) 2025, which continued until the alarms resolved on (B)(6) 2025 at 19:00. It was later reported that the ventricular assist device (vad) coordinator reseated the battery and performed a self-test, which resolved the patient's alarms. Additional information stated that the patient experienced a pump stop due to battery depletion on (B)(6) 2025, which led to a system controller exchange. Additional log file review showed routine events. There were no additional alarm conditions or parameter changes. There was no patient impact from the pump stop.